Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. However, the handle felt disconnected to the most distal section of the device. Additionally, x-ray analysis was performed and it was confirmed that the yoke was detached from the control wire. Microscope examination was performed, and it was observed that a first activation was performed and the bushing had evidence of double crimped marks. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was found that the handle retraction clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the bushing had evidence of double crimped marks; therefore, this is now an MDR reportable event.